Event description:
It was reported that during a lead revision prior to connecting the leads back to the patients chronic device, an attempted to interrogate the device was performed and the device was unable to interrogate. The device was tested with a second programmer and the device was still not able to be interrogated. The physician decided to replace the device. The patient condition was stable. Following the procedure the device was interrogated in another location and was able to interrogate without issue. It is unknown whether any environmental source of emi had prevented the device from interrogating previously.

Manufacturer narrative:
Analysis was normal. No anomalies were found.